Event description:
On (B)(6) 2021 it was reported by sales rep via email that during a procedure on (B)(6) 2021 when surgeon attempted to place an eccentric screw into the oblong compression hole in an ar-8970tt ankle fusion plate, the 4.5mm cortical screw went thought the plate. A tissue protector/drill sleeve was used so the angle should not have been too steep. The surgeon ended up having to remove the plate to get the screw out and then plate was placed again. Additional information requested: 1. What lot#? 2. What new screw was used to replate?

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device is not expected to be returned for evaluation. The most likely cause for the reported failure can be attributed to improper bone prep and/or misaligned insertion. As no further investigation was able to be performed no change in harm was identified.